Event description:
The following has been reported: yellow pump error not resolved by cleaning. Makes abnormal suction noise when booting. A preliminary review of the logs identified the following: electrical hardware failure (18v) the device was returned for a 18v hardware failure. The pump was left connected to a charging bracket overnight and was unable to charge past 5%. Upon evaluation internally it was discovered the wires for battery 1 were pinched. It was also found the wire for the resistor motor was pinched. The front housing was found internally to have all 4 of its main pcba screw mounts broken. Reporting as a conservative measure for the pinched resistor motor wire, vr assembly identified during investigation. No adverse effects were reported.